Manufacturer narrative:
During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "client to wcc for 4 year immunizations. Upon injecting the boostrix polio vaccine liquid seeped out from area that needle connects to syringe. Needle did not detach from syringe. Primed easily prior to injection with no concerns. Upon injecting no bone felt with administration of vaccine. Mother felt liquid on hand, writer guestimates approximately 10 drops seeped out. Mother aware of same. Suspect blocked needle due to history of same. No images available. Issue not visible." Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Site name/location: (B)(6). Level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: client to wcc for 4 year immunizations. Upon injecting the boostrix polio vaccine liquid seeped out from area that needle connects to syringe. Needle did not detach from syringe. Primed easily prior to injection with no concerns. Upon injecting no bone felt with administration of vaccine. Mother felt liquid on hand, writer guestimates approximately 10 drops seeped out. Mother aware of same. Suspect blocked needle due to history of same. No images available. Issue not visible. Impact of incident: did not receive full dose of vaccine. Who was affected? Patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.